Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was trying to see if she could get some emergency supplies since her blood glucose level has been high. Customer stated that she has had to change her supplies out a couple of times. Customer's blood glucose was 499 mg/dl. Customer will be sent emergency supplies to the customer. Customer stated that her blood glucose will go down but then shoot back up. Customer stated that she has taken a manual injection and just changed the site. Customer stated that the settings are good according to her health care professional and she has also gotten sensor alarms. Customer declined troubleshooting for high blood glucose.